Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered the patient line had become disconnected and there was fluid on the ground. The patient reported receiving an air detected in cassette alarm during treatment. The patient stated fluid did not come in contact with cycler. A draining slowly alarm was also received during drain 4 of 6 of treatment several times. Technical support assisted the patient with canceling treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred during an unknown phase of treatment. The patient stated being a rough sleeper and woke up to the patient line being disconnected. The patient could not confirm if the connection was fully tightened during setup. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed the treatment on the following day. The patient confirmed continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered the patient line had become disconnected and there was fluid on the ground. The patient reported receiving an air detected in cassette alarm during treatment. The patient stated fluid did not come in contact with cycler. A draining slowly alarm was also received during drain 4 of 6 of treatment several times. Technical support assisted the patient with canceling treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred during an unknown phase of treatment. The patient stated being a rough sleeper and woke up to the patient line being disconnected. The patient could not confirm if the connection was fully tightened during setup. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed the treatment on the following day. The patient confirmed continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.